Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement and self test due to unresponsive buttons.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 182 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after exposure to humidity. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery was changed. Customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.